Manufacturer narrative:
On (B)(6) 2021 the customer alleged the insulin pump keeps beeping and shows an open book image. The insulin pump had a crack on the battery compartment, cracked select button keypad overlay, and cracked battery tube threads. The insulin pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace/history files using thus. No unexpected critical pump error (open book) alarm noted during testing and a review of the trace/history download shows no fatal alarms or critical error handling alarms that would trigger a critical pump error (open book) alarm occurred. The insulin pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly electrical board 1 and electrical board 2, the motor, or force sensor noted during visual inspection. The force sensor zero offset is within specification (23.9 milivolts) and a test p-cap does lock into place inside the reservoir compartment properly. Critical pump error (open book) and audio (beep) alarms are not confirmed. No critical pump error (open book image) alarm with audio (beep) alarm at power up. No fatal alarms or critical error handling alarms that would trigger a critical pump error (open book) alarm found in the history files. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a open book image error alarm. Customer stated that the insulin pump was beeping. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.